Manufacturer narrative:
Sections with additional information as of 03-mar-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 370 mg/dl non-fasting. The customer¿s expected non-fasting blood glucose test result is 175 mg/dl and expected fasting blood glucose test result is 107 mg/dl. At the time of the call the customer was feeling shaky. Medical attention was not needed at the time of the call. During the call, a back to back blood test was not performed by the customer and the meter memory was not reviewed; customer had stated the meter was not turning on when the power button was pressed or when a test strip was inserted into the meter. Customer had changed the battery on (B)(6) 2020. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 02/28/2021 and open vial date is (B)(6) 2019.